Manufacturer narrative:
Updated fields: b4, b8 (other relevant history), e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. Additional point of contact: (B)(6). Keeping UDI partial in (B)(4) as serial number is unavailable. The initial contact was (B)(6) an ICU registered nurse, followed by (B)(6), a cardiology fellow. (B)(6) reported that a gas loss alarm occurred shortly after the patient ambulated and was returning to bed. The catheter had been in place for approximately two weeks and was inserted in the right femoral artery. He confirmed that all connections were secure and that the helium tubing was clear. After pressing the iab fill key, an autofill failure alarm occurred. The provider at bedside then reduced the augmentation setting by three bars. The esp representative recommended positioning the patient supine with hyperextension of the right hip to flatten the insertion site, followed by another attempt at using the iab fill key. These steps were performed, and therapy successfully resumed without additional alarms. The team remained on the call for several minutes, during which no further alarms occurred. Texted images of the console demonstrated normal balloon and arterial waveforms. The esp representative explained that the alarms were most likely caused by a temporary catheter kink at the insertion site, related to patient ambulation and prolonged dwell time. (B)(6) was advised that augmentation could be increased back to the prior level if clinically indicated. (B)(6) requested additional clarification, and it was reiterated that femoral catheters in place for extended durations, particularly in ambulating patients, are more susceptible to positional kinking. Once the patient returned to a flat position, fill and therapy resumed as expected. (B)(6) was advised that if similar alarms recurred, the same repositioning and refill steps should be attempted and that clinical support could be contacted if needed. He was also counseled that if repeated refill attempts with appropriate positioning were unsuccessful, the catheter should be removed within 30 minutes per standard clinical guidance. Both clinicians expressed satisfaction with the outcome and indicated no further questions. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and autofill failure alarm occurred. There was no harm or injury reported.